Event description:
The generator and lead device history records were reviewed, and it was found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had passed away. The reporting physician did not know of the cause of death. An online obituary showed the date of death. The servicing funeral home reportedly did not have records of the disposition of the patient¿s vns system. An internal classification has determined that the patient's death may be possible sudep. No additional pertinent information has been received to date.